Event description:
It was reported that the customer had unexplained high blood glucose. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was 932 mg/dl. Caller stated that the customer's insulin pump is cracked and the time and date are wrong. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display window glass. It was unable to perform the functional test due to the physical damage.